Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 42 mg/dl. Reportedly, the customer overestimated much food was consumed and gave more insulin than needed and that ended up being too much insulin causing the low bg. In addition, it was reported that the customer experienced a blood glucose level of 290 mg/dl. Tandem technical support performed a system check and was able to determine that the pump time was inaccurate, cause was unknown. The customer corrected the time to resolve the issue.